Event description:
Initial report came from the reporter. The facility where the incident occurred was a hospital. A fatal overinfusion was reported. It is reported as a case of user error. An infusion of aminophylline (a broncho-dilator) was delivered at fifteen times the intended rate. The incident was described that the original rate of the pump was set at 500 ml/h to deliver 250ml, but the device was not reset to deliver the maintenance dose of 30ml/h. The coroner had requested the pump be examined. The reporter brought the pump to the distributor for eval. An eval of the device reported that: the unit was in good condition and well maintained (cams were lubricated, showed slight ware). The unit was tested per functional and accuracy tests as described in the service manual, the unit was found to pass.